Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation (discarded at facility). The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use. As no further investigation was able to be performed no change in harm was identified.

Event description:
It was reported that during a bio tenodesis procedure, the screw became defective and could not be used. The case was completed by using a new ar-1562ps